Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) will not take gas measurement and will give a cal error. The customer biomed replaced the dryline receptacle but the issue remains. MFR ref # 8030229-2014-00103.